Event description:
This law firm represents the estate of a pt who died as a result of entrapment in the side rails of the hosp bed they used while they were a resident at the nursing home. In researching the bed entrapment hazard, they came across the FDA's safety alert regarding entrapment hazards with hosp bedside rails, which was last updated 05/1996. The bed in which the pt died was mfg by m.c. Healthcare products, inc., model no q6004. It is the rptr's understanding that no one has reported the pt's death and for that reason, this letter serves as notice to the federal food and drug administration's medwatch voluntary reporting program for medical products.